Event description:
As reported by the user facility: reports had incidents of cracked ports on this product. One incident involved a chemo spill. The patient's husband alerted the staff of leakage. When entering the room, the medication (vidaza) was observed to be leaking onto the floor. The pump was stopped, the lines clamped, and a chemotherapy spill kit was obtained. The area was closed off for further cleaning, and the patient was moved to another bay.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report# (B)(4). Three used space pump IV sets, and one opened package identifying the reported lot number 0061392171, were received for evaluation. The sets were subjected to an air pressure (leakage) test according to specification. Leakage was observed at the bonded joint of the proximal backcheck valve and ultrasite y-arm (closest to the drip chamber) on all three sets. Under microscopic observation, cracks were observed along the y-arm of the ultrasite valve on all three samples. The house retain samples for the reported lot number were pulled for evaluation and were visually inspected and functionally tested according to specification with acceptable results. There were no cracks or leakages identified on the retain samples. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved ultrasite valve material number. There were no other reports of this nature against the reported lot number. The investigation into this reported event is ongoing. Following the receipt of additional info and/or completion of the investigation a f/u report will be filed.